Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 510k: this report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was implanted with a multiloc humeral nail system to treat a proximal humeral fracture on (B)(6) 2018. The surgery was completed with no delay. About two weeks after the procedure, a part of the ascending screw backed out of the screw hole. It is unknown if a revision is scheduled to remove the screw depending on how far the screw backed out, because of the backed out bone quality was bad. Although the proximal multi-lock screw has polyethylene inside the nail, the ascending screw does not, therefore, the inner lock can't be obtained. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: - phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgeon commented that the cause of the nail backing out could be bad bone quality.

Event description:
Concomitant devices: multiloc humeral nail (part unknown, lot unknown, quantity 1), proximal multi-lock screw (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event reported as (B)(6) 2018, exact date is not known. Concomitant devices added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.